Manufacturer narrative:
Conclusion: dislodgement of the valve by the distal tip is related to operator technique or experience; the evolut pro instructions for use, instructs ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. No images from the procedure were received for review, and therefore it cannot be conclusively determined if the tip was coaxial with the inflow portion of the bioprosthesis during removal of the dcs. Events of this type do not indicate a device malfunction or a failure to meet manufacturing specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: evolutpro-26, serial #: (B)(4), ubd: 30-jun-2020, UDI#: (B)(4). Product analysis: the valve was not returned and the delivery catheter system (dcs) was discarded, therefore no product analysis could be performed. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, upon removal of the delivery catheter system (dcs), the nose cone caught the bottom of the valve frame and dislodged the valve up. It was attempted to snare the valve, but this was unsuccessful. The valve moved with balloon inflation. It was attempted to use a second valve to cross the first valve but this was unsuccessful because the first valve slipped back down. After several attempts to snare, the procedure was converted to surgery and the valve was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated that the valve was also discarded. If information is provided in the future, a supplemental report will be issued.